Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the surgical pa noted that there was a small amount of condensation in the helium tubing. They also noted a very small brown discoloration near the insertion site as well as in the helium tubing. They described it as dried and speckled in appearance. They felt that it had nothing to be concerned about but wanted to check with getinge first. The getinge representative advised them to make sure that it was on the inside of the tubing. It was confirmed that it was on the inside and not very far past the insertion site. The getinge representative advised that it was likely blood, and suggested a possible iab leak internally. The getinge representative advised that the iab should be removed immediately. The customer planned to speak with the md before proceeding and call back with any issues. At 6:04am, the surgical pa called back with questions about the leak. They felt that it was very small and reported that the iab would be removed during the pci (percutaneous coronary intervention) that morning at 10am anyway. They asked if it was okay to leave in. It was so close to the extender connection site that she felt it probably happened during insertion when there may have been blood around the insertion site. Several pics were sent of the tubing showing specs and droplets of dried blood. The getinge representative advised again on removal and offered the steps involved with stopping the cardiosave intra-aortic balloon pump (iabp), and clamping the helium tubing. The customer then stated that the blood did not come close to the pump. They thanked the getinge representative for the help and stated they would proceed with immediate removal after speaking with the physician. There was no patient harm or adverse event reported.